Manufacturer narrative:
Correction: explant date added.

Event description:
It was reported that after an ablation procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes and sensing issues. Subsequently, s-ICD inappropriately delivered shock therapy due to oversensing. Additional information was received that after the ablation a larger amplitude was expected but this was not the case. The s-ICD exhibited undersensing. Technical services (ts) recommended to continue to monitor for non sustained rhythm to tachy transitions. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received which indicated that the system was turned off due to ongoing inappropriate shocks. A decision was made to implant a dual chamber transvenous implantable cardioverter defibrillator (ICD) to ensure adequate arrhythmia protection. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that after an ablation procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes and sensing issues. Subsequently, s-ICD inappropriately delivered shock therapy due to oversensing. Additional information was received that after the ablation a larger amplitude was expected but this was not the case. The s-ICD exhibited undersensing. Technical services (ts) recommended to continue to monitor for non sustained rhythm to tachy transitions. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received which indicated that the system was turned off due to ongoing inappropriate shocks. A decision was made to implant a dual chamber transvenous implantable cardioverter defibrillator (ICD) to ensure adequate arrhythmia protection. The s-ICD system remains implanted and out of service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: coded added in h6 field correction: explant date added.

Event description:
It was reported that after an ablation procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes and sensing issues. Subsequently, s-ICD inappropriately delivered shock therapy due to oversensing. Additional information was received that after the ablation a larger amplitude was expected but this was not the case. The s-ICD exhibited undersensing. Technical services (ts) recommended to continue to monitor for non sustained rhythm to tachy transitions. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received which indicated that the system was turned off due to ongoing inappropriate shocks. A decision was made to implant a dual chamber transvenous implantable cardioverter defibrillator (ICD) to ensure adequate arrhythmia protection. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction: coded added in h6 field correction: explant date added.

Event description:
It was reported that after an ablation procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes and sensing issues. Subsequently, s-ICD inappropriately delivered shock therapy due to oversensing. Additional information was received that after the ablation a larger amplitude was expected but this was not the case. The s-ICD exhibited undersensing. Technical services (ts) recommended to continue to monitor for non sustained rhythm to tachy transitions. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received which indicated that the system was turned off due to ongoing inappropriate shocks. A decision was made to implant a dual chamber transvenous implantable cardioverter defibrillator (ICD) to ensure adequate arrhythmia protection. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.